Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the handpiece had no phaco power during a cataract with intraocular lens (iol). The procedure was completed manually with no harm to the patient.

Manufacturer narrative:
The system and phaco handpiece were both examined on three different occasions and the reported event was not replicated. The system and handpiece were tested and found to meet product specifications, all three times. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(4), 2008. Based on qa assessment, the product met specifications at the time of release. The customer¿s phaco handpiece was manufactured on (B)(4), 2011. Based on qa assessment, the product met specifications at the time of release the company representatives have continued to be in contact with the customer to rule out an issue with error in use. No additional information has been obtained at this time. The root cause cannot be determined conclusively with information obtained at this time. The manufacturer internal reference number is: (B)(4).